Event description:
Physician using ethicon endo-surgery 1 proximate rh rotating head skin stapler. Intially stapler would not produce staples. Then stapler broke into two pieces. The stapler was substituted with another ethicon endo-surgery 1 proximate rh rotating head skin stapler. Procedure completed without further complications. Patient to recovery without any untoward effects.what was the original intended procedure?bilateral open capsulectomies, bilateral insertion of silicone gel implants, and left periareolar mastopexy and right wise pattern mastoplexy.device #1is this a laboratory device or laboratory test?no.